Manufacturer narrative:
Correction: type of report: 30-day only, not 15-day; 30-day report, no combination product drugs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba2d1, crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes and short ventricular intervals. It was also noted that there was undersensing of ventricular fibrillation (vf) on the rv lead and the device inappropriately withheld therapy. Follow up concluded that the physician believes that the unshocked vf deteriorated into asystole and the patient passed away.